Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh on (B)(6) 2026, which is off-label usage of the device. On (B)(6) 2026, it was reported that while in bed, the patient¿s cgm was reading low. Of note, the patient was also wearing a tandem mobi insulin pump. The patient was tired and did not want to do a bg meter reading, so she self-treated with ¿sugar¿. She continued to get unspecified low readings throughout the night and therefore, continued to eat sugar. The patient was asymptomatic at this time. The following morning, on (B)(6), the patient woke up, was tired, and not feeling well. Later that morning, around 10am, she tested her bg meter reading which was 540 mg/dl. The patient had her neighbor take her to the emergency room (ER). At the ER, the patient¿s bg meter reading was 490 mg/dl. The patient was treated with 10 units of insulin and IV fluids. The patient was discharged around 4pm the same day. The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.